Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm. Customer's blood glucose at time of incident was 159 mg/dl. The customer stated that the alarm received was failed self-test. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer was advised to disconnect and remove reservoir from the pump. The customer was advised to perform rewind process again. The customer was advised to program a normal bolus into the air. The customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.